Event description:
An article in the journal of thoracic and cardiovascular surgery gave a retrospective review of pts who underwent thoracic endovascular repair on complicated chronic distal aortic dissections between 2000 and 2007. Thirty-two pts out of a total of 76 were treated with gore tag thoracic endoprostheses. The article described a pt treated with a gore tag thoracic endoprosthesis for a chronic distal aortic dissection. It was reported that the pt underwent left subclavian artery embolization on post-operative (B)(6) to treat a type ii endoleak.